Manufacturer narrative:
(B)(4). A follow up report will be submitted once the investigation is complete.

Event description:
During repair of heartstart mrx by phillips bench technician, it was found that the temperature reading could not register. There was no patient involvement.